Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation. It was noted that there was limited visualization with transesophageal echocardiogram (tee). Transseptal puncture was posterior and medial. The patient's activated clotting time (act) level was 220-250 seconds. The patient's left atrial pressure was 10mmhg. During the procedure the occluder was partially re-capture twice. There was difficulty assessing deployment of the occluder's lobe. The occluder was manipulated in a ball configuration in an attempt to properly orient it within the landing zone, however the lobe could not be visualized. The patient then presented with a circumferential pericardial effusion was noted on echocardiogram. The effusion developed into a cardiac tamponade. The procedure was suspended, and the occluder was not implanted. An injury was noted at the left atrioventricular junction. The left atrioventricular junction was surgically repaired. The patient was transferred to the intensive care unit (ICU) for monitoring. The patient status was stable. The user believed the transseptal puncture caused the pericardial effusion, and the occluder may have contributed to it.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), pericardial effusion, cardiac tamponade, and perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant-related tissue damage-pericardial effusion results in cardiac tamponade could not be determined. The reported perforation could not be determined. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation. It was noted that there was limited visualization with transesophageal echocardiogram (tee). Transseptal puncture was posterior and medial. The patient's activated clotting time (act) level was 220-250 seconds. The patient's left atrial pressure was 10mmhg. During the procedure the occluder was partially re-capture twice. There was difficulty assessing deployment of the occluder's lobe. The occluder was manipulated in a ball configuration in an attempt to properly orient it within the landing zone, however the lobe could not be visualized. The patient then presented with a circumferential pericardial effusion was noted on echocardiogram. The effusion developed into a cardiac tamponade. The procedure was suspended, and the occluder was not implanted. An injury was noted at the left atrioventricular junction. The left atrioventricular junction was surgically repaired. The patient was transferred to the intensive care unit (ICU) for monitoring. The patient status was stable. The user believed the transseptal puncture caused the pericardial effusion, and the occluder may have contributed to it.